Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this lead was attempted and not used. During the attempted delivery of this lead, several attempts were made to place this lead into an acceptable area where good thresholds and capture could be attained. The physician stated that he felt this lead was defective, and would not use this lead. The lead was explanted and successfully replaced.